Event description:
Balloon foley catheter wouldn't deflate. Attempted wire insertion through balloon port and cutting balloon port, unable to deflate. Urologist was called to come into the ER. He inserted guidewire and removed the foley. Pt given demerol for pain.